Manufacturer narrative:
The was returned to resmed and an evaluation was performed. The device had visual signs of improper maintenance and physical damage in addition to water damage to the main circuit board, pneumatic block and top case. The device was deemed beyond repair and returned to the customer unrepaired. Resmed reference # (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue and unresponsive touchscreen the device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the device did not power on using internal battery or external power. Visual inspection confirmed water damage to the main circuit board, pneumatic block and top case. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference pr# (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.